Manufacturer narrative:
The field service engineer (fse) replaced the set up joint (suj). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The setup joint (suj) was returned for failure analysis. The 23072 error was confirmed in the system logs but not replicated on the in-house system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the set up joint (suj). They system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the suj. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. There was a repeated recoverable fault 23072 on arm 4. After several errors and recovering from it, arm 4 was disabled and surgery continued with 3 arms only. The tse reviewed error logs and confirmed 23072 error. The procedure was completed with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes. Isi followed up and obtained the following information: it was confirmed that the recoverable fault was triggered several times.